Event description:
It was reported via repair work order that the calf support was not locking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.